Event description:
Inomax cylinder started at 1800psi ran empty after only 3-4 hours of use (device issue). Cardiac arrest while on inomax therapy (cardiac arrest). Case description: this device case report was received on (B)(6) 2015, from a respiratory therapist (rt) in the united states who called ikaria customer care and technical services (ts) about inomax cylinder ((B)(4)) and inomax b)(4). During a follow-up call on (B)(4) 2015, the bedside rt reported that the patient on the device experienced a non-fatal cardiac arrest. Additional information received on (B)(4) 2015 is included in this report. Relevant medical history/co-morbidities: admitted with an unspecified diagnosis. Relevant concomitant medication: not provided. In (B)(6) 2015 an unspecified date, a patient (age and gender not provided) was hospitalized with an unspecified diagnosis and was started on inomax therapy at an unspecified dose on an unspecified dae. Inomax cylinder (B)(4) was put in use at 1800psi via inomax (B)(4) with regulator (B)(4) on an unspecified date. According to the bedside rt, three to four hours after being put in use, the cylinder had already run empty. The patient on the device experienced a cardiac arrest at an unspecified time. Acls (interpreted as advanced cardiac life support) protocol was followed and the patient recovered no further details were provided. Inomax (B)(4) and all its components ((B)(4)) were removed from service and returned to ikaria for service investigation. According to the bedside rt, the device issue may have potentially contributed to the patient event. Case comment: on (B)(4) 2015: this is a serious spontaneous, post-marketing case reporting cardiac arrest during inhaled nitric oxide therapy in a patient of unspecified age and gender. The patient event resolved after resuscitation effort. The initial reporter has considered that the patient event was possibly related to the inomax dsir delivery device. The manufacturer has not completed the investigation of the inomax dsir or its components so can't rule out a causal or contributory role of the reported device behavior to the reported contributory role in this event is unknown. However the patient's pre-existing clinical status is unknown with available information and it's contributory role in this event is unknown. Await investigation summary for further assessment. Cardiac arrest during nitric oxide therapy has been reported inpatient with left ventricular dysfunction.

Manufacturer narrative:
Device issue with inomax (B)(4). Conclusions: inomax(B)(4) and all its components ((B)(4)) are under investigation. A supplement report will be submitted within 30 days of completion of investigation.